Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed at the site will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Device disposed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2010 that an extractor retrieval balloon was used in an ercp procedure on (B)(6) 2010 involving (B)(6) female patient (patient weight and identifier are unknown.) According to the complaint, during preparation for the ercp the technician was testing the device and when he was pulling the plastic stylet out of the catheter the stylet broke with part of the stylet remaining lodged in the catheter. The case was completed with another of the same device with no harm to the patient. The patient's condition has been described as "fine."